Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported the turbo-ject standard power injectable peripherally inserted central catheter (PICC) was placed on an unconfirmed date. Less than a week from initial implant on (B)(6) 2018 the device cracked at the hub and leaked at the proximal end of hub/line at the polyurethane/glue area. The PICC line was used for non power injectable medical infusions and saline. The patient was taken back to surgery , placed under general anesthesia again and another PICC line placed. The customer reported the device is available for return, but has not been received for evaluation as of the date of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the quality control, specifications and visual inspection/dimensional verification of the device was conducted during the investigation. The visual inspection of the returned device confirmed the clear tubing has partially separated from the purple hub. The length of the catheter measures 10.5cm. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event for continuing consideration. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.